Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements on the pacemaker and right ventricular (rv) lead where the lead safety switch (lss) was triggered. The lss changed the polarity of the lead from bipolar to unipolar configuration. The patient was brought into the office for an interrogation and boston scientific technical services (ts) was consulted. The high out of range pacing impedance measurements were able to be replicated in both unipolar and bipolar configurations. When in unipolar threshold measurements were tested using rv automatic capture at 2.0 volts loss of capture was observed. When changed to fix output of 3.5 volts, manual threshold showed intermittent capture. Oversensing of noise was also observed. Ts suggested further evaluation of the system. A lead fracture was suspected, but not confirmed. A revision procedure was performed five days later where the rv lead was explanted and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.